Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was taken back for infection of a total knee and swapped the poly and washed the joint. No additional information is available from the hospital.

Manufacturer narrative:
Updated the product information. Reported event: an event regarding infection involving a triathlon tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: ma: material analysis is not performed as infection is not related to material integrity issue. Damage consistent with explantation. Visual inspection - the insert seems to be damaged a little and marks of blood spots are visible on the surface. Dimensional, and function analysis was not performed as infection is not related to material integrity. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's knee was revised due to infection. The event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was taken back for infection of a total knee and swapped the poly and washed the joint. No additional information is available from the hospital.